Event description:
It was reported by the customer, that one of the three extension lines was fractured below the luer lock connection.

Manufacturer narrative:
Eval: one catheter was returned. The proximal luer lock connector was not returned. The returned catheter was examined and it was observed that the luer lock connector on the proximal extension line disconnected from the extension line. Upon visual inspection, tape appeared on the extension line starting approx 5 mm from the end of the extension line indicating that only 5 mm of extension line could have been seated within the luer lock connector during the molding process. The extension line did not appear to be cut. The mfg spec for how far the extension line should be seated in the luer lock connector is approx 10 mm. A device history record trace was completed with no relevant findings. Conclusion: the reported complaint of "one of the three extension lines were fractured below the luer lock connection" was confirmed through visual inspection. The potential cause appears to be a mfg related issue.